Manufacturer narrative:
This rv lead was successfully explanted and replaced with another rv lead. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) lead dislodged, and pulled back into the atria. It is suspected that the patient may be a twiddler. No adverse patient effects were reported as a result of this observation.